Event description:
Broken crosstie implant was found during ecopak receiving on 03/13/2017. Email correspondence to the rep concerning this will be included in this file. The rep provided the surgeon name and date. The rep claimed, "the doctor twisted the inserter too hard while pushing or just had it at the right angle so it snapped." Other kits were used on other toes, including one from the same lot number, and there were no additional issues. The doctor opted to leave proximal end of the implant in the patient and a k-wire was placed next to it for stability.

Manufacturer narrative:
The lhr for both the kit (p/n 1443-2511, lot 101471) and the implant(p/n 100060, lot 101442) were reviewed and no evidence was found to suggest that the devices did not meet specification prior to distribution. All the dimensions were found to be within specifications.